Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report she was unable to program the one touch ultra 2 meter with the correct calibration code number. On (B) (6) 2010, the sr medical surveillance specialist spoke with the pt to obtain and verify info. On (B) (6) 2010 at 7:30 am, the pt attempted to change the calibration number in the reported meter to match her new lot of test strips, but was unable to do so; she did not obtain a blood glucose reading. Approx four hours later, the pt experienced the symptoms of shaking and feeling faint. The pt noted she again attempted to set the calibration code number in the meter, but was unable to remember the correct steps to take. The pt consumed chocolate and felt better afterwards. She did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate was able to talk the pt through resetting the calibration code number. The issue was resolved with pt education. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Event description:
The lead was capped due to suspected oversensing and insulation break.

Manufacturer narrative:
A partial lead was returned for evaluation. Visual analysis observed multiple abrasions in the lead body insulation; however, etfe coating on the cables was not damaged. The lead was cut and the connect was not returned for analysis. No coil/cable fracture was noted. Electrical characteristics on the returned portion were normal.